Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately 5 months post-op, the patient underwent a revision surgery due to set screw back out. It was reported that 6 set screws of the 13 that were implanted had backed out. No additional patient complications were reported.